Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the ventricular lead was intermittently undersensing noise, as observed on the stored electrograms for ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.